Manufacturer narrative:
The customer reported a system failure cycle power error 90000 screen message. The unit was evaluated at philips, but the symptom could not be duplicated. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause of the malfunction since the symptom could not be recreated.

Event description:
The customer reported a system failure cycle power error 90000 screen message.